Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event on (B)(6) 2025 at 11:00 pm est, with a reported blood glucose (bg) value of 600 mg/dl; sensor glucose (sg) data was unavailable as the user was not using the system at the time. A review of dms confirmed that no sg or bg values were recorded during the event because the system was not in use, and no high glucose alert was generated since the sg did not exceed the alert threshold under these condition.the user did not seek medical treatment and resolved the event by administering insulin. The user's healthcare provider (hcp) is aware of the event. Per dms, the user has not been using the system since (B)(6) 2025 at 9:09 am.

Manufacturer narrative:
The user reported a high glucose event. The following example set was provided: (B)(6)2025 at 11:00 pm, sg was not available since the user was not using the system and bg was 600 mg/dl. A review of the data management system (dms) revealed that sg value was not available at the time of event as user was not using the system due to sensor disconnection issues under an associated case.the reported bg value was not entered into the system for confirmation. The user didn't seek for medical treatment. The user resolved the event by taking insulin. The sensor disconnection issue will be addressed under (B)(4). B4. Date of this report 05 march 2026. G3. Date received by the manufacturer? 05 march 2026. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.